Manufacturer narrative:
Block h6: imdrf device code a0413 captures the reportable event of sheath material separation. Imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a cyst drainage procedure performed on (B)(6) 2025. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the stent was fully deployed; however, the black part of the sheath remained on the saddle of the stent, preventing it from expanding. Additionally, because the stent did not expand, the delivery system could not be removed. The stent was removed together with the delivery system and a pigtail stent was implanted to complete the procedure. The patient experienced minor bleeding at the puncture site.

Manufacturer narrative:
Block h6: imdrf device code a0413 captures the reportable event of sheath material separation. Imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Block h11: an axios stent was returned for analysis; the delivery system was not returned. Visual examination of the returned device found the stent with the black marker in the saddle and the inner sheath inside the stent, which was kinked. The black marker was removed from the saddle region, but the stent did not expand. No other problems were noted with the stent. Product analysis did not confirm the reported event of delivery system difficult to remove as this event occurred during the procedure, and the delivery system was not returned. The reported events of sheath material separation and stent failure to expand can be confirmed. The additional observed damage of inner sheath kinked was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and/or the technique used by the physician (force applied), limited the performance of the device and contributed to the observed damage. Taking all available information into consideration, the investigation concluded that the reported event of sheath material separation was likely to have occurred due to factors encountered during the manufacturing of the device. An investigation is under way to address this problem. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a cyst drainage procedure performed on (B)(6) 2025. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the stent was fully deployed; however, the black part of the sheath remained on the saddle of the stent, preventing it from expanding. Additionally, because the stent did not expand, the delivery system could not be removed. The stent was removed together with the delivery system and a pigtail stent was implanted to complete the procedure. The patient experienced minor bleeding at the puncture site.